Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because unknown issue, lay user/patient stated meter fell into the water, however, declined troubleshooting, therefore, issue was not resolved.